Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found to have a gi bleed on (B)(6) 2014. No specific information was provided. On (B)(6) 2014, the patient reportedly had ventricular tachycardia (vt) and arrested. Care was withdrawn on 11/09/2014 and the patient expired from what was suspected to be sepsis. The pump was not explanted.

Manufacturer narrative:
A specific cause for the reported patient expiration due to suspected sepsis and a correlation to the device could not be determined. The patient expired and the pump was not explanted. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.